Manufacturer narrative:
Device remains implanted.

Event description:
Procedure was a reline of a previously implanted aneurx stent graft. A ovation ix abdominal stent graft system was implanted, and the final angio showed the presence of a type ia endoleak at the level of the sealing rings. As of the date of this report, there have been no additional patient sequelae and the patient will continue to be monitored.